Event description:
A customer contacted (B)(4) regarding a leak in the patient line on the homechoice (hc) unit during dwell 1. The home patient (hp) stated there was no alarm on the machine. The technical service representative (tsr) assisted the hp to end the therapy and start over again using new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated the leak was in the tubing near the tip of the patient line. The hp stated when she removed the cassette from the machine, the body of the cassette was 'swollen' a bit. She stated normally the cassettes are flat upon removal but she noted this cassette was 'swollen'. The patient stated she resumed therapy with new supplies and had no other issues. The hp stated she was feeling fine and reported no adverse events. The actual sample was discarded; companion sample/lot number was not available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the tubing near the patient connector. This report was not confirmed in the lab due to a lack of sample. The patient stated that she was able resume therapy successfully with new supplies. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. The lot number was not identified; therefore a batch review could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.